Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrioventricular nodal reentry tachycardia cryo ablation procedure, a tamponade occurred. Following the procedure, the patient was hypotensive. An ultrasound confirmed the tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.